Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - indication for use (used in a restenosed vessel). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported angina, re-stenosis and ischemia are listed in the product instructions for use (IFU) as known adverse events associated with coronary stenting. Since it was reported that the promus stent was implanted in the restenosed mid left descending artery, it should be noted that the IFU states that the promus everolimus-eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. It cannot be determined how, if at all, the use of the promus in the restenosed lesion contributed to the reported patient effects. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design.

Event description:
It was reported via a trial that on (B)(6) 2010 the patient underwent stenting in the pre-dilated, restenosed mid left anterior descending (lad) artery with one 2.5 x 15 mm promus stent at 14 atmospheres (atm). On (B)(6) 2010, the patient experienced unstable angina and underwent a percutaneous coronary intervention (pci) for restenosis in the index target lesion. The patient was in good condition after the pci and the event resolved. There was no adverse patient sequela. Though requested, there was no additional information provided.